Event description:
Reporter indicated a pt had a vns generator replaced initially for migration. During surgery, the reporter noted the generator had not migrated but that the pt's large body habitus was not considered during the initial implant surgery, and the location of the generator shifted when the pt was in a vertical vs. Supine position. The reporter explanted the old generator and reimplanted a new generator in a more anatomically correct position. It is not known why the original generator was replaced instead of just being repositioned. The explanted generator has been requested for return.